Event description:
It was reported that the pt had increased tone and was not responding to rate increase. It was reported that the distal catheter was clogged and the total catheter was replaced in 2008. The pt recovered without sequela and has done well since the revision. The baclofen 2000 mcg/ml was delivered via simple continuous infusion mode at an infusion rate of 136 mcg/day.

Manufacturer narrative:
Results used for the catheter.